Manufacturer narrative:
Continuation of d10:  product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, an aortic dissection occurred in the ascending aorta from the sinus of valsalva (sov). Prophylactic percutaneous coronary intervention (pci) was performed at the starting site of the coronary arteries on both sides. The following day, a very large hematoma was observed at the contralateral left thigh puncture site. Four days after transcatheter aortic valve replacement (tavr), the patient required dialysis. The patient was put on continuous hemodiafiltration (chdf) for three days. 12 days after tavr, the patient received hemodialysis. "After that, dissection." One month and 16 days post-tavr, computed tomography (CT) showed no dissection was present and the patient's hematoma showed a tendency to shrink. The patient was recovering. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. D4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedural factors that lead to the patients need for dialysis were unknown. The minimum diameter of the access vessel was 5 millimeters¿ (mm). Per the physician, the cause of the access site injury was unknown. Per the physician, the delivery catheter system (dcs) did not cause or contribute to the injury. Additionally, it was reported that it was unknown what caused the aortic dissection. The patient had calcified anatomy that contributed to the access site injury and aortic dissection. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying, "after that, dissection ," to after that, no more hemodialysis was performed."